Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was a shocking sensation and it was occurring intermittently. It was occurring when the patient moved her head. There was also pain located at the head. The symptoms were noted to have been a suddenly occurred today. It started "feeling like it did when they put in." There were no falls or trauma related to the issue, but the patient had been sleeping in the car 2 days prior on (B)(6) 2015 "in kind of a weird angle" for hours at a time. They checked the device with their patient programmer (pp) and it showed that stimulation was on. The patient was able to decrease stimulation but it did not resolve the issue. Then stimulation was turned off and the patient stopped feeling the shocking but she could still "feel the electrodes" and feel a shark poke from the wire on the left side of her head. It was noted that the patient had a history of non-malignant pain and headache. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.